Event description:
It was reported that at the 1-month follow-up the pt suffered a stroke. It was not felt to be related to the device. Action/treatment performed was hospitalization/inpatient rehabilitation. The event resulted in new/prolonged hospitalization and is persistent or significant disability. The pt's outcome is improved condition. Additionally the pt was also treated for sepsis penumonia.